Manufacturer narrative:
This device remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. This device will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this device was noting erratic behavior. The av delay was programmed to 150; however, it was showing up as 260 and 400. Additionally, a holter monitor noted atrial undersensing and ventricular oversensing. Information was received that approximately four and a half years later the device was electively explanted without any further clinical observations. No adverse patient effects were reported.